Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device will not tone. It was noted that the device was not checked in two years and there was multiple episodes of vt/vf (ventricular tachycardia / ventricular fibrillation) over those two years. The patient heard tones daily then they quit. The tones could not be reproduced with the magnet or demonstrate using software. No action was taken and the device remains in use. No patient complications have been reported as a result of this event.